Event description:
It was reported that md inserted cs-15322-vsp into patient via left subclavian vein. It was not possible for the surgeon to insert on right side of pt; insertion procedure went smoothly. At the end of procedure, the recommended heparin solution was injected into venous and arterial ports to flush line. Md experienced resistance with flushing the arterial port. A chest xray was done and no complications noted. Catheter was inserted with fluoroscopy aid. After pt. Left the operating room, pt. Was placed on dialysis. There was no resistance with ports experienced by dialysis staff. Pt. Had a severe drop in blood pressure and collapsed after about 10 mins on dialysis. Pt. Was rushed back to theatre and cardio thoracic surgeon did a thoracotomy after chest x-ray was done in theatre. A huge hemothorax was evacuated. The cardio thoracic surgeon was able to view that the superior vena cava was ruptured. The superior vena cava was repaired and pt. Transferred to intensive care unit. Pt. Is critically ill and currently being ventilated. Additional info received by the clinician on 10/06/2009 stated "we do not think it is an error/failure of product performance, but rather clinician procedure. The clinician indicated afterwards, that it was not the product. This pt had already had severe disease and no access from the right side. The pt demised in 2009." Reported for info only. Product was not related to or a cause of pt's death.